Event description:
During a clinic follow-up, post-ventricular contractions were observed. Upon investigation, a microdislodgement of the leadless pacemaker (lp) was alleged and was able to be confirmed via diagnostic imaging. As a result, the lp was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.